Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02750 / 02751).

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013, due to the tibial bearing had popped out of the joint while the patient was going down stairs. Surgeon removed and replaced the worn bearing and the femoral component which had loosened. No further information has been provided.